Event description:
It was reported that, "capture becomes loose and falls onto floor once saw is engaged with the jig."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental.